Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the follow-up 1 MDR, bsc aware date should be 08/01/2023.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d with three non-boston scientific leads were explanted. No additional adverse patient effects were reported. The device was not returned for analysis. Additional information was received indicating that this device was damaged due to fall. This device was removed together with the leads. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d with three non-boston scientific leads were explanted. No additional adverse patient effects were reported. The device was not returned for analysis. Additional information was received indicating that this device was damaged due to fall. This device was removed together with the leads. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.